Manufacturer narrative:
(B)(4). Conclusion: proximal aortic neck less than 19mm in diameter.

Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. The proximal neck was 18-17 mm in diameter and 25 mm in length. The right common iliac artery was 8-10-12-11 mm in diameter and the right external iliac artery measured 4-7 mm in diameter. The proximal neck angulation was mild. The right iliac was moderately calcified and the left iliac was severely calcified which is why the aui device was chosen. It was reported that during the index procedure, a pta was performed with both 6mm and 8mm balloons as well as dottering with a 16f dilator. After a second pta with a 7mm balloon, the device tracked the iliacs with little resistance. While deploying the graft the forces constraining the deployment catheter in the calcified iliacs caused the graft to move above the target area. Repositioning and tension was maintained throughout deployment. The final angiogram showed partial coverage of left renal artery with no apparent obstruction. Selective catheterization was difficult and demonstrated partial occlusion. The physician opted to stent with a 6x18 balloon expandable. The post stent angiogram showed no obstruction. No additional clinical sequelae were reported and the patient is fine.